Event description:
It was learned that the patient was admitted to hospital with complaint of abdominal distention, pain, poor appetite, bilateral lower extremity edema and lower extremity pain. Then, was taken to the or due to diagnosis of severe mitral valve regurgitation due to failure of bioprosthetic valve, severe tricuspid regurgitation, and pulmonary hypertension with copd. An edwards' mitral valve was implanted, however, patient was critically ill leaving the or. A tte and tee were performed revealing a central jet of mitral regurgitation. Patient was taken back to the operating room for a repeat urgent re-do mitral valve replacement. The valve [implanted one day prior] was inspected, but only portions of the valve could be adequately seen due to adhesions. One of the leaflets attached to the posterior strut appeared to be limited in mobility, as it seemed to be caught on tissue on the posterior ventricular wall and unable to return to its closed position. Eventually, as it was time to wean off cpb, the patient did not tolerate this well. It took many attempts to wean the patient off of cpb because of vasodilatation and biventricular dysfunction. She had persistent hypoglycemia, lactic acidosis, severe hypotension, unresponsive to vasopressors and fluid boluses, and ongoing bleeding/coagulopathy despite blood product transfusions. The prognosis was grim. The family was updated. The skin was closed over laparotomy pads and she was taken to the ICU in critical condition so the family could see her before she expired. Via follow-up, the surgeon indicated the cause of death is cardiogenic shock and was possibly device related due to "the device did not seat well in mitral annulus".

Manufacturer narrative:
(B)(4) = did not seat well in annulus. Evaluation: method = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the subject device was not returned for evaluation, no further investigation can be performed into the root cause of this incident. It is likely that patient medical history is one of the factors leading to this event. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.